Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that the onetouch ultra meter is giving inaccurate readings. This complaint is classified according to the answers to the f/u questions obtained on (B) (6) 2010. The pt normally tests at least 4 times a day (before and/or after each meal and before bedtime). The pt manages her diabetes with self adjusting lantus insulin taken at nighttime. The pt's dr had requested the pt add 2 units of lantus insulin to regimen until her morning blood glucose reading is maintained at around "4.5 mmol/l". The night before the day of the incident, the pt's lantus insulin dosage reportedly was at 14 units. In addition to her insulin, the pt manages her diabetes with oral medication ("glucophase" 1 pill for breakfast and 1 pill for supper, metformin 3 pills with breakfast, and "gliclazide" 4 pills for breakfast). Prior to obtaining her morning readings on (B) (6) 2010, the pt had symptoms described as "groggy, jittery, and shaky". At 9:30 am, the pt reportedly obtained a blood glucose reading of "6.2 mmol/l" on the subject meter and "4.2 mmol/l" on another meter. The readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. Per the "6.2 mmol/l", the pt took her usual oral medication that morning and ate her breakfast. The pt claimed that the symptoms did not abate after consuming her breakfast. During lunchtime, the pt ate as usual and obtained blood glucose readings of "10.3, 8.2, and 7.5 mmol/l". The readings were taken within 20 minutes of each other. Based on statistical methodology for precision, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. The pt felt "a little better but still not right". The pt reportedly took her usual oral medication along with 2 "gravol" pills for her nausea. The pt noted that she was drinking "a lot of water" at the time of concern. The pt's reported symptoms did not abate until 4:30 pm or 5 pm before suppertime. The pt claimed that she felt better after she took her usual 2km walk and her "head cleared a bit". At dinnertime, the pt tested with the subject meter and obtained readings that were higher than expected (unspecified numeric results). At this point, the pt concluded that there must be something wrong with the meter. The pt insisted that the reported symptoms she felt all day were low and not high. Since realizing the alleged issue, the pt has decreased her lantus insulin to 10 units. The pt claimed that "this has been working well for her". During troubleshooting, the customer care advocate verified that the results were taken from an approved site. This complaint is being reported because the pt claimed she had hypoglycemic symptoms after she increased her lantus insulin to 14 units based on the alleged inaccurate issue. Replacement products were sent to the pt.